Manufacturer narrative:
Investigation: two samples were returned to sbdm, lot number is 1811062. Returned samples leakage test: sbdm conducted leakage test on the 2 returned samples and results are: - when pulled straight, the syringes show no leakage or air aspiration. - when pulled obliquely, the syringes show no leakage or air aspiration. Returned samples needle leak test: - when pulled straight, the needles show no leakage. - when pulled obliquely, the needles show no leakage. Leakage test by air pressure: sbdm conducted leak test of the complaint samples received by air pressure under 0.72mpa, there was no leakage in the 2 received samples. Dimension measurement: for the 2 returned samples, sbdm measured 4 pcs for the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f20.05 +/- 0.05mm. Samples were measured at f20.027, f20.017, stopper outer diameter: spec f21.0 + 0.05mm. Samples were measured at f21.042, f21.037 leak test results by different batch of stopper raw material: sbdm conducted the leakage test on 1,500 samples from 2 different batch of stopper raw material, after all manufacturing process included sterilization. There was no leakage in a raw material lot no. 20190304-1 but, found 2 leakage sample in a raw material lot number 20190311-1. House sample inspection: sbdm inspected 30 pcs from house sample lots 1810114, 1811062, 1811072, no leakage was observed. Device history record review: sbdm reviewed the manufacturing record for lot 1811062, no abnormality was observed. From investigation of returned samples, sbdm couldn`t find air aspiration in the complaint samples. The inner diameter of barrel and outer diameter of stopper is in spec for the complaint samples.

Event description:
It was reported that two syringe 20ml 21g 1-1/4in experienced leakage during use. The following information was provided by the customer: "leakage thru the stopper and plunger"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that two syringe 20ml 21g 1-1/4in experienced leakage during use. The following information was provided by the customer: "leakage thru the stopper and plunger".